Event description:
Customer reported unspecified set had a tear and leakage occurred near pump upper fitment. There was no user pt harm/exposure. Although requested, no further pt or event info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. H3: the set was requested to be returned for evaluation. It has not been received. If further info is obtained, a follow up report will be submitted.